Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. The device was still able to be powered on using the on/off button. The customer received a replacement device and this device was archive by stryker. The cause of the reported issue was determined to be a faulty reed switch sw5.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the device did not automatically power on when the lid was activated. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.